Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic acute type b dissection and was treated with a gore® tag® conformable thoracic stent graft with active control system. On (B)(6), 2021, follow up computed tomography imaging revealed the dissection had progressed towards distal and the decision was made to extend the initially implanted tgm404020e component with an additional stentgraft. On (B)(6) 2021, the re-intervention was performed and the dissection was treated as planned. The patient tolerated the procedure.

Manufacturer narrative:
H6 - code 22: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: dissection.